Event description:
It was reported that a homechoice device experienced a system error (se) 2367. This occurred while the patient was connected for the second dwell cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical services representative arranged a swap of the homechoice device, and advised the patient to continue therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.